Event description:
Per provider, the seat is sagging and tearing. Consumer is put in the chair via lift only, so plumping into the seat.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.